Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Hi xxx, we do not have any purchasing information. We received the product complaint (pc) (B)(4). Reporting from a particle in a bd administration syringe. We provided the bd syringe the voxzogo combination product pack. Does our qta accommodate a product complaint investigation by bd, at our request? If not, how do we initiate the bd investigation? Thank you for your help. Thanks, (B)(6). Hello xxx, hi (B)(6), we received a product complaint of a yellow substance/particle in a voxzogo bd administration syringe and need to request an investigation with bd. From the photograph and video provided, the substance/particle is visible and looks to be too large to be transferred through the 30g needle. Therefore, the reported substance/particle originated in the syringe. The syringe is not available for return, due to the customs regulations in china. The bd lot is 2241039. Could you please initiate an investigation with bd for this syringe lot? Please see the attached files for video and photos of the reported substance.